Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customers' other blood glucose level was 440 mg/dl so she removed set and saw that it was crimped up. Auto mode feature information was unknown. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.